Event description:
The facility's biomedical safety officer reported to baxter (B)(4) that a clearlink continu-flo set did not flow. The set was being used with a phaseal bd connector to infuse vincristine. This occurred when using the upper port. When this event occurred, the pump alarmed "upstream occlusion." The nurse then disconnected the phaseal, flushed, and continued the infusion. The vincristine was delivered at 400 cc/hour. It is unknown how long the device was in use for when the problem was noted. This occurred during infusion, and a patient was involved, but there was no report of patient injury or medical intervention. The bag was not squeezed due to the nature of the contents. The customer assumed that the check valve was inverted and tapped. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Information erroneously omitted from the initial and follow up #1 medwatches.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer.